Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : dtba1d4 ICD, implanted: (B)(6)2015, 7122q65 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient's spouse that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately five weeks post implantable cardioverter defibrillator (ICD) replacement. The cause of death was requested and is not available.